Event description:
It was reported that during an x-ray examination this right ventricular (rv) lead was found to be dislodged. It was also mentioned that the capture thresholds increased. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.